Event description:
Reportedly, during a follow-up performed on (B)(6) 2022, the pacemaker was found infected from the pacemaker pocket. The entire pacing system was successfully explanted the same day.

Manufacturer narrative:
Please refer to the analysis report.